Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the standby button on the foot pedal was not working when connected to the laser system.; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the standby button on the foot pedal was not working when connected to the laser system. The customer did not have an additional foot pedal to use for troubleshooting. There was no harm or user injury reported due to the event. This report is for the wireless footswitch. The tfl-pls laser system is being reported on the medwatch with patient identifier (B)(6).